Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was double counting due to t-wave oversensing (twos) on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.